Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached 500 mg/dl while wearing the pod between 4 and 24 hours. Subsequently, patient visited the hospital and was diagnosed with "possible" diabetic ketoacidosis (dka). The patient was also suffering from the influenza virus. Treatment included removal of pod and administration of insulin via intravenous insulin drip. A follow up call was made to check on the patient's well being. Patient has since been discharged and was prescribed prednisone. Patient advised they were able to avoid an official diagnosis of dka via insulin drip that was given.